Event description:
It was reported that pump displayed malfunction alarm with code malf 0, with no notable events occurring before issue. There was no adverse impact to the customer¿s blood glucose level. Technical support confirmed fault information, guided caller through pump reset, and confirmed malfunction did not recur, and customer was advised to continue using pump and to call back if malfunction code appeared again, which caller acknowledged and understood.